Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon intentionally attempted to break the zip fix implant with the implant in hand, away from the patient. The surgeon was reported to proceed with hand twisting the junction area and after 30 turns the implant broke. The surgeon did this because the day before he had an issue with breakage of another device from the same implant family. This additional complaint has also been registered in the complaint handling system and is cross referenced within the quality record. This is report 1 of 1 for (B)(4).